Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no volume¿ the unit was triaged and the customer¿s reported condition was confirmed. The buzzer on the printed circuit board is not working. The printed circuit board was replaced for this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump had no volume/audio.